Event description:
There was a hillrom welch allen connex monitor that caught on fire. Was plugged in when staff heard a 'pop', they unplugged and took it out in the hall when they noted smoke coming from the machine. The nurses wheeled it down the hall towards the fire extinguisher. They pulled the extinguisher out and then by the time they turned around it was aflame. The fire was contained, and fire department was called. Patients were escorted to other areas of the hospital, the unit will be closed for 1-2 days.